Event description:
Blood glucose results of "525 mg/dl, 440 mg/dl and 349 mg/dl" with the lifescan meter, performed within 1o minutes of each other. The meter, test strips and control solution were replaced.